Event description:
Surgeon implanted a 6mm distaflo graft into a pt. Approach was common femoral to anterior tibial. Although numerous distaflo grafts have been implanted, the surgeon stated that this was the first time the surgeon placed the graft over the tibia. Surgeon felt the beading on the graft provided superior compression resistance in this approach. Pt was returned to facility with a large mass over the ankle area. The surgeon first thought it was a pseudoaneurysm. Doppler revealed a hematoma. The surgeon reoperated and found that the graft had a complete transverse break 2-3mm above the cuffed edge. Both edges of the transection were without jagged edges. "It appeared as if a knife had cleanly cut it." The anastomosis around the cuff was intact. Postoperatively, the pt was on coumadin. Surgeon stated that the surgeon was so pleased the distaflo was still patent. A small section of the graft was excised and an impra interposition graft implanted. The pt is now fine. Note: surgeon stated that the graft was tunnelled at "a hard angle" on the top of the tibia.